Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis (B)(6) 2016 at 4:00 pm with a high blood glucose level of over 600 mg/dl. Customer states she was shopping prior and started to feel extremely nauseated and began vomiting. The customer was treated for their blood glucose with manual injections. The customer stated that they will call back to troubleshoot the issue.